Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately 1 month post-implant of a bifurcated device, a followed computed tomography scan revealed a proximal type I endoleak. Reportedly, the patient was treated with an infrarenal aortic extension to correct the endoleak. Following the placement of the infrarenal aortic extension, an intraoperative type iii endoleak (reference MDR# 20311527-2013-00059) was observed. A balloon expandable stent was placed, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The delivery systems and/or stent grafts were not returned for evaluation. However, operative notes from the index procedure and secondary procedure along with computed tomography (CT) images were reviewed by a clinical representative. Based on review of the medical records, the patient presented for repair of proximal type 1 endoleak approximately one and a half months post index procedure. During the secondary procedure, a type 2 endoleak was also observed. The reported type 3 endoleak could not be confirmed from the operative notes or the CT from (B)(6) 2013. The proximal type 1 endoleak and the type 2 endoleak were successfully repaired at the conclusion of the procedure as confirmed on angiogram. Based on review of available records, the patient anatomy; mild neck angulation may have caused or contributed to the proximal type 1 endoleak and the flow from the inferior mesenteric artery definitely contributed to the type 2 endoleak. There is inconclusive evidence that the device may have caused or contributed to the event. Based on the review of the event, information available, manufacturing records, and complaint handling database, there is no evidence that the reported event is due to a manufacturing issue. Endoleaks are a known risk of the procedure and are identified in the product labeling.